Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained high blood glucose. During the phone call, the customer's blood glucose went from 259 mg/dl to 437 mg/dl. The customer indicated that the settings need to be adjusted and that she took a correction and but her blood glucose remained high. Troubleshooting found that the tubing was not kinked or bent but the customer declined any further troubleshooting.